Event description:
It was reported that on (B)(6) 2008, the patient underwent a c6-7 diskectomy with plating using the zimmer plate screws and allograft bone fusion with microscopic dissection and intraoperative fluoroscopy. It was reported that on (B)(6) 2008, the patient underwent an l4-5, l5-s1 anterior lumbar diskectomy and fusion using active-fuse and end-fuse, the placement of intervertebral cage at l4-l5, l5-s1 using a zuma feet cage and anterior instrumentation at l4-5 using a zuma instrument, anterior plate, and screws. It was reported that on (B)(6) 2008, the patient underwent an l3-l5 laminectomy, l2 and s1 bilateral laminotomy for decompression of the l4, l5, s1 nerve roots and fusion from l4 through s1 using autograft and actifuse. It was reported that as a result of the use of infuse in the lumbar and cervical fusion surgeries the patient now suffers- chronic pain syndrome, arm pain, numbness, tingling, and narcotic dependence.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.